Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audi/vibrate anomaly, motor error alarm, button keypad anomaly and battery power loss anomaly due to blank display. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error alarm and buttons are became sticky. The customer¿s blood glucose level was unknown. The insulin pump was shutting off randomly even with full battery. The customer could not able to hear alarm. The insulin pump will not be returned for analysis.